Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter it states patient has end to end occlusion on #6 &7, occluding on #26 & 27. Tooth #26 is intruding from the malocclusion. There is excessive wear on these teeth that will cause major fractures and breakage in the near future. Patient needs treatment by local orthodontist to correct these issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.